Manufacturer narrative:
The customer's report was duplicated and evaluation of the device found that an old configuration was loaded onto the device following a software upgrade. The IFU states that a configuration must be manually entered following a software upgrade and old configuration are not compatible with the latest version. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.